Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing at times on the stored atrial high rate events. The ra lead remains in use. No patient complications have been reported as a result of this event.